Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implantation procedure, the left ventricular (lv) lead had trouble accessing the coronary sinus getting into the vessel. After placing the lv lead for the first time, the lv lead pulled back into the right atrium when the hook sheath was stripped. The lv lead was placed a second time after using multiple lv catheters of various shapes, but high thresholds were seen, and there was a loss of capture below 5 volts at 1 millisecond. Due to the length of the procedure and no notable areas of acceptable lv capture, the attempt at implanting an lv lead was abandoned and a dual-chamber implantable cardioverter defibrillator (ICD) was implanted instead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implantation procedure, the left ventricular (lv) lead had trouble accessing the coronary sinus getting into the vessel. After placing the lv lead for the first time, the lv lead pulled back into the right atrium when the hook sheath was stripped. The lv lead was placed a second time after using multiple lv catheters of various shapes, but high thresholds were seen, and there was a loss of capture below 5 volts at 1 millisecond. Due to the length of the procedure and no notable areas of acceptable lv capture, the attempt at implanting an lv lead was abandoned and a dual-chamber implantable cardioverter defibrillator (ICD) was implanted instead. No adverse patient effects were reported.